Manufacturer narrative:
The device was returned for evaluation and no anomaly was found on the header that is related to the field concern. Electrical, thermal, and mechanical stress tests were performed; no anomalies were found. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. The patient was in stable condition.